Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the 24 hour helpline senior inbox that customer was hospitalized for the past week in the intensive care unit with blood glucose of 1500 mg/dl. It was realized that customer was not getting insulin and was taken to the hospital. Three unsuccessful attempts were made to contact customer for further hospitalization information.